Event description:
During preparation of the heart lung console for cardiopulmonary bypass surgery, the arterial monitor would not power on. There were no adverse consequences to the patient as a result of this event.